Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to a fracture. High out of range pacing impedances of greater than 3000 ohms and low amplitude were observed. A new lv lead was successfully implanted. No additional patient adverse effects were reported.